Manufacturer narrative:
Other applicable components are: product ID: 97754, (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient¿s battery was discharged and his recharger was not functional. The rep reported that he was calling to get another charging system. The rep reported that they would touch base once the patient was able to charge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient took a fall and had a return of symptoms. No interventions were taken as the rep is with a different group. The patient was forwarded to the local rep. No further complications were reported or anticipated.